Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that in a knee scope; however unknown if internal or external to the patient; a mdu was extremely loud; sounded like it was to detonate; additional the device was overheating and not cutting well. No damage or burn was caused to the user nor the patient as a result of the overheating. Surgery continued without any delay with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection revealed broken lanyard. A functional evaluation revealed a blade stall error and jammed motor. Further evaluation revealed the drive fork was stiff when rotated. It is noted the returned device got warm during the functional evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a mechanical component failure. Factors that could have contributed to the reported event include a blade stall condition that will result in increased current draw from the control unit which will produce some noise and also heat the motor and handpiece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.